Manufacturer narrative:
The device was sent to stryker for a trade in, so the work order was cancelled and the device was not repaired. The device was scrapped by stryker. Root cause of the issue is not determined.

Event description:
The customer contacted stryker to report that their device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.